Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and pelvic organ prolapse and mesh was used. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Dyspareunia. Undefined recurrence. Urinary problems. It was reported that the patient underwent mesh implantation concurrently with a total vaginal hysterectomy and bilateral salpingo-oophorectomy. It was reported that after implantation the patient experienced pain, extrusion, dyspareunia, infection, bleeding, recurrence, vaginal scarring, urinary problems and organ perforation.

Manufacturer narrative:
Date sent to FDA: 05/11/2016. Additional information: age at time of event, date of birth.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2002 and mesh was implanted concurrently with a cystourethroscopy, posterior colporrhaphy and hysterectomy due to dysmenorrheal, dyspareunia, and metrorrhagia.